Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va02ssf, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider was asked to clarify the reason that he ins and lead were replaced. They reported the battery was dead and the lead was non-functional at #2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient was at the hospital at the time of the report getting prepped for an ins and lead replacement. Poor communication was showing on the patient programmer. The patient stated they could still feel tingling from the device. The surgeon came in and said it didn't matter that the device could not be turned off as it was getting replaced. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the lead malfunction had not been determined.